Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The fiber device tfl-fbx200s was reported to fail upon initial clinical use. The fiber was placed on the drape and caught fire. The fiber was outside of the patient on the drape and was on standby. The fiber caught fire toward the area that is placed on the drape, that drapes over the patient's leg. Another fiber was open and the intended diagnostic procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The evaluation results are as follows: the fiber appears to have burnt into two pieces. It is not possible to confirm where on the fiber body that the fiber broke, since the device cannot be removed from its sealed package. One of the burnt ends appears to have been burnt significantly and the coating at that end of the fiber has melted off with a quarter inch more showing signs of charring/burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, one likely cause was determined to be mishandling (such as over-stressing, bending, or jostling aggressively) of the fiber resulting in a break in the mid-section of the fiber. The break in the mid-section of the fiber allowed laser energy to escape resulting in the fiber jacket heating up and catching fire. The lit mid-section of the fire then lit the drape that the fiber was resting on. It should be noted that the laser console software has protections against firing in stand-by and it is not possible for the console to fire without user input. In addition, the customer should perform a visual inspection per the instructions for use (IFU) prior to use. Therefore, the break would have been observed and the fiber could have been replaced. The event can be detected/prevented by following the instructions for use which state: "drapes: use fire-retardant drapes and gowns, as the treatment beam can ignite most non-metallic materials. High temperatures produced in the normal use of this laser equipment may ignite some materials (e.g., cotton wool when saturated with oxygen). As this type of fire is most common during laser procedures, the operating area can be protected with towels and gauze sponges moistened with sterile saline or sterile water." "Do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." "Maintain the laser in standby mode, unless the laser is being used for a treatment. Maintaining the laser in standby mode prevents accidental laser exposure if the footswitch is inadvertently pressed." This supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.